Event description:
It was reported through the stryker facebook page, "mine is no good almost 2 years I did everything including manipulation, now I am going to the hospital for special surgery"

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : device not returned.